Event description:
It was reported that approximately five months ago, the pta balloon fibers got caught in the stent struts following a stent post-dilation and the balloon could not be removed form the stent. A surgical bypass around the stent was performed. No other information has been provided.

Manufacturer narrative:
A manufacturing review could not be performed as the lot number is unk. The sample is not available for return; therefore, an evaluation of the device could not be performed. The investigation is currently underway.